Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported byte did not work for them, it has caused them to get a root canal, tooth extracted, and their roots are showing. Requested letter of recommendation. This is a contraindicated patient.